Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) influence of moisture that entered the device from the leak point, the internal parts of the light guide lens corroded, and the corrosion products were detected as dirt. 2) physical stress applied to the tip, a small gap was created in the peripheral adhesive part of the light guide lens, and dirt and moisture entered the inside of the lg lens through that gap. 3) corrosion of the distal end fuselage caused by the leak between the plastic cover and the distal end fuselage was detected as contamination on the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: water tightness of forceps elevator was lost, due to a pinhole on the bending section cover rubber the water tightness was lost, the electrical connector was dirty due to water leakage, the scope connector was dirty due to water leakage, the air/water cylinder had no color, the suction cylinder had no color, the suction cover had a crack, the adhesive around objective lens had wear, there was corrosion around elevator arm, and the protector on the control section side of universal cord had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had leakage at the distal end. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the distal end and light guide lens were dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.